Manufacturer narrative:
Review of the manufacturing and inspection records revealed no discrepancies. The item was documented as faultless prior to distribution. During evaluation no, design or manufacturing related issues were found. No non-conformity was identified. As the device was not returned for investigation a physical evaluation was not possible. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the alleged issue was addressed adequately but with exceeding rate of occurrence. This was already covered by (B)(4). No further non-conformity was identified. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. With available information the event was not caused by a deficiency of the device. Product was not received.

Event description:
Proximal hole on the 150mm nail medial locking hole missed the nail. All proper steps were followed according to the operative technique.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Proximal hole on the 150mm nail medial locking hole missed the nail. All proper steps were followed according to the operative technique.